Event description:
It has been reported to philips that the device is turning off during use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is turning off during use, as issue with collimator was identified. The fse replaced the collimator. After replacement of collimator, the system returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.